Event description:
It was reported that during a routine follow up, the pulse generator exhibited a telemetry anomaly and could not be interrogated. The device was explanted on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator could not be interrogated with load applied. The device lost telemetry at a battery voltage of 2.34 v. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.